Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump had a cracked display window corner and a cracked reservoir tube lip. The insulin pump communicated properly with the blood glucose meter.

Event description:
It was reported that the customer's insulin pump was not retrieving blood glucose levels from the meter. A blood glucose of 400 mg/dl was captured at the time of the report. It was further stated that the customer treated with the insulin pump and gave herself some shots and was in the 30-39 mg/dl range, and she did not know that she did not receive insulin from the insulin pump. Glucagon was administered. Troubleshooting was offered and declined for both high and low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).